Event description:
A nurse reported a handpiece was getting occluded during a procedure and a patient experienced a corneal burn. After exchanging the handpiece, the doctor closed the incision with 3 sutures and made a new wound site to insert the intraocular lens with no other complications. The surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿a nurse reported a handpiece was getting occluded during a procedure and a patient experienced a corneal burn. After exchanging the handpiece, the doctor closed the incision with three (3) sutures. The surgeon made a new wound site to insert the intraocular lens with no other complications. The surgery was completed. The surgeon completed the questionnaire. The patient was an (B)(6) year old female. The surgery was on (B)(6) 2015 on the right eye (od). The patient pre-existing ocular condition was cataract. The health history included diabetes and hypertension. The surgeon noted the phaco tip was hot despite a good fluid flow. The corneal burn occurred during conquer and divide mode. The patient was not hospitalized. The surgeon noted there was viscoelastic in the anterior chamber. The surgeon noted the handpiece irrigation was checked and it was good. The handpiece was replaced and the surgery was continued at a new incision site without difficulty. The intervention required was changing the phaco tip, closing the corneal burn wound with three (3) sutures, making a new incision at a different site, and extra follow up. The corneal burn occurred during phaco chop. There was no shallowing or collapse of the anterior chamber. The resulting complications included iris damage, iris prolapse, and hyphema. The occlusion bell was noted during the procedure. The patient¿s eye level was even with the cassette level. The final post-operative follow up has not been completed. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ product investigation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).